Manufacturer narrative:
Other, other text: one device was returned for analysis. Visual inspection showed a corroded battery compartment, scratched lcd lens, worn uso seal and a lifted dso seal. The tamper seal was broken. There was no evidence to review in the device's event history log. A visual inspection was performed and the reported issue was duplicated. Corrosion was found within the battery compartment. As a result, the battery compartment was replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device has battery acid inside. No patient injury reported.